Event description:
It was reported that during a lap cholecystectomy, the jaws failed to open. The device was simply pulled off the tissue. Another device was used to complete the case. There were no reported adverse consequence to the patient.

Manufacturer narrative:
Date sent: 10/22/2007. Info anticipated, but unavailable at this time.